Event description:
Patient underwent initial procedure approximately 6 months ago to repair a femur fracture. Postoperatively, date unknown, the patient knelt down and heard a pop. The patient was returned to the operating room on (B)(6) 2012. Delayed union (partial calcification had occurred) was noted and 1 broken cable was discovered. All hardware was explanted and the patient was revised to two new plates. This report is #1 of 12 for the same event.

Manufacturer narrative:
Investigation is on-going. Device has been received and is currently in the evaluation process. No conclusion can be drawn at this time. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition.

Manufacturer narrative:
Device was used for treatment. Additional narrative: manufacturing and product development evaluations were performed. The as received condition of the plate was intact with three cerclage positioning pins inserted on the part. The part exhibited some minor marking/scratching consistent will normal field usage. All related pertinent dimensional features were obtainable, measured and passed. Inspection / measurement of the returned part showed that it meets all dimensional and visual requirements for pertinent features that could be related to the customer complaint. The information contained in the report is insufficient to determine the cause of one out of three cable failure. The cable design including cross section analysis was reviewed and determined to meet the intended use.

Manufacturer narrative:
Additional narrative: product development evaluation of the event did not determine that the devices contributed to the complaint event; the complaint cannot be replicated with the returned device. The cable design including cross section analysis was reviewed and determined to meet the intended use.